Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported teeth have not aligned correctly. Examination by the dentist confirmed that the aligners did not properly resolve the misalignment concerns and the occlusion (bite alignment) remains problematic and need orthodontic corrections.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.